Event description:
It was reported that the right ventricular (rv) lead had insulation damage. Physician was able to repair the damaged insulation. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).